Manufacturer narrative:
The up arrow button on the insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping during testing. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call, the buttons are sticking and the numbers on the device are ramping up. His blood glucose was 108 mg/dl. The device might have been expose to moisture and may have been causing the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.